Event description:
A patient's implanted port was accessed with clgy-2234 huber set. The patient rolled on side and the huber set tubing was under clothing. The patient complained of wet clothing, when examined the patient's clothing was significantly wet from infusate (saline) and blood that backed up from the port. The leakage was found to be coming from distal injection port just below the clave attachment. The patient did not experience any negative outcome from the incident.

Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation. A complaint investigation is being performed and vygon will send a follow-up MDR with-in thirty days of its completion.